Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions, a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost" and "gums, cheeks, or lips may be scratched or irritated by the product and its associated features". Align's clinical review of available records indicate that tooth #19 had a pre-existing pre-existent dental restoration. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required tooth extraction (permanent impairment), therefore, this event it is being filed as an MDR. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The treating doctor reported that the patient's tooth #19 has been extracted, and the aligner is cutting the tongue. The patient is still wearing the invisalign treatment. No additional information is available at this time.